Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this pacemaker may be allergic to one of the components of their implanted system. Their implant wound has not healed after 6 months. The leads are another manufacturer's products. This pacemaker remains in service. No adverse patient effects were reported.